Event description:
The following was reported to hamilton medical ag: "loss of external power" message displayed on screen no led mains indication battery not charging power supply out of order no patient involvement.

Manufacturer narrative:
Hamilton medical ag has not received the device for investigation. However, the power supply was exchanged and the device functioned as intended. Hamilton medical ag case number is: (B)(4).